Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3778-45, serial/lot #: (B)(4), ubd: 03-jul-2012, UDI#: (B)(4): product ID: 3778-45, serial/lot #: (B)(4), ubd: 18-jun-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins). Information was reported that the caller said the patient's device hasn't worked for over ten years because the lead broke and became detached from the ins. The caller did not know additional details. No further complications were reported. No patient symptoms were reported.